Event description:
Note: date of event is unk. In 2008, it was reported to boston scientific corporation, that a procedure using a prolieve thermodilitation kit to treat benign prostatic hyperplasia (bph) occurred on a male patient. According to the complainant, the rectal temperature monitor (rtm) was placed correctly, however, during the procedure, the patient complained of extreme rectal pain. The pain was not thermal but described as "discomfort". The procedure was aborted and once the rtm was removed, the patient had "instant relief". The patient sent home with a foley catheter (unknown manufacturer). According to the complainant, the patient did not suffer any burns. Reportedly, the foley catheter was removed during the follow-up visit (date unk) and the patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.